Event description:
It was reported that when the surgeon tightened the sliding knot on the device after successfully deploying both t1 and t2 anchors, the knot failed to tighten completely and the surgeon had to remove all parts of the device from the meniscus. He succeeded in removing it. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.